Manufacturer narrative:
Reporter is a synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the cannulated connecting screw was not retaining on the ball hexagonal driver. Other connecting screws retain well. There was no patient involvement. Concomitant device reported: screwdriver (part number unknown, lot unknown, quantity 1). This report involves 1 cannulated connecting screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary: investigation flow: device interaction / damage. Visual inspection: cannulated connecting screw (part# 03.037.010, lot# 9327128, qty# 1) was returned and received at us cq. Upon visual inspection at cq. It is observed that the most distal thread of the device was slightly deformed. Etching on the device started to fade and illegible. Rest of the surface of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. Thus, the complaint is being confirmed. Device failure / defect is identified. Functional test: functional testing of the received device was not performed at cq as the device was received by itself. But deformed threads might have contributed to the reported unable to assemble condition. Dimensional inspection: dimensional inspection of the received device was performed at cq. Documentation/ specification review: no design issues or discrepancies were found during this investigation. The complaint is confirmed. Investigation conclusion: the complaint is being confirmed for cannulated connecting screw (part# 03.037.010, lot# 9327128) as the device was received at cq with deformed threads. While a definitive root cause could not be identified for the deformed threads, it is possible that the threads might have encountered unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot. Product code 03.037.010, lot#: 9327128, manufacturing site: haegendorf, release to warehouse date: jan. 12, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.